Event description:
Allegation rec'd that the pt rolled to right side and pushed against right intermediate siderail and it released(lowered) causing pt to fall to floor. No injury reported.

Manufacturer narrative:
Technician inspected the bed. The siderail is not bent or damaged. The siderail locks in upright position. By pulling on the siderail when fully locked upright, I could not recreate the siderail releasing. Possible linen in siderail causing it not to latch fully.